Event description:
The customer was feeling sick and their family member used the device to check their glucose. Family member obtained a reading of 162 mg/dl. Family member called an ambulance and when the emts arrived customer was taken to the hospital. Their glucose was 500 mg/dl and customer was admitted and treated for hyperglycemia. Controls were not used. The device was replaced and requested to be returned for evaluation.